Manufacturer narrative:
Email was sent to the site to see who the initial reporter was. The clamp was returned to the manufacturer for evaluation. After a visual/physical examination and functional testing it was observed that the threads on the screw were stripped and the clamp was slightly bent. The clamp was replaced and the system passed a full system checkout.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spine clamp required replacement. There was no patient present when this issue was observed.